Event description:
Approximately 7 months following implantation, f/u films determined the interbody implant at the l4 disc space had shifted an estimated 1 centimeter. Revision surgery was reported to have occurred, date unk.

Manufacturer narrative:
(B)(4). Review of images received confirmed the reported event. Pt falls, impacts, and compliance with post-operative care plans are not known. The period between implantation and the reported event is approximately 7 months. Product involved has not been identified. Images suggest fusion has not occurred; there are no signs of subsidence. Investigation is in process. No root cause has been identified. Should further relevant info be obtained a supplemental report will be submitted. Additional labeling review: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."